Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure. (Procedure date is unknown). According to the complainant, during the procedure, when the physician withdrew the device from the patient's stomach, the c-flex tube separated from the remaining tube. The c-flex portion fell into the patient's stomach, along with the internal button. The physician retrieved the device endoscopically. The procedure was completed with a different device. (Manufacture is unknown). The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4) - components fell into patient's stomach, physician retrieved detached components endoscopically. The complainant indicated that the device will not be returned for evaluation, as it has been disposed of; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).